Manufacturer narrative:
Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two radiographic jpeg images provided for evaluation: one pre-implantation and one post-implantation image. ¿ no legible name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window level, rotate, etc.) ¿ poor quality images. ¿ images show a very tortuous abdominal aorta. ¿ all vessels seen on the pre-implantation image with flow still appear to have flow post implantation. ¿ no contrast can be identified outside the implanted devices with the available images. Poor quality images do not allow for radiopaque marker count. Therefore, cannot confirm the total number of devices implanted. Emdr section h6, codes b15 was added to reflect results of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #pla280300j, serial # (B)(6), UDI (B)(4). Catalog #pla260300j, serial # (B)(6), UDI (B)(4). Catalog #pla360400j, serial # (B)(6), UDI (B)(4). Catalog #pla260300j, serial # (B)(6), UDI (B)(4). Catalog #pla320400j, serial # (B)(6), UDI (B)(4). Catalog #pla360400j, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® conformable aaa endoprostheses and gore® excluder® aaa endoprostheses. A trunk ipsilateral leg endoprosthesis (gore® excluder® conformable aaa endoprosthesis), 10 aorta extender endoprostheses (3 gore® excluder® conformable aaa endoprostheses and 7 gore® excluder® aaa endoprostheses), 2 contralateral leg endoprostheses and 2 non-gore stent grafts (zenith alpha extension) were implanted. On (B)(6) 2024, a contrast CT suspected a type I endoleak or a type iiia endoleak. It was determined the probable type iiia endoleak by an angiography. However, it was not able to be determined the leak from where because many devices were implanted. Therefore, two gore® excluder® conformable aaa endoprostheses (aorta extender), a gore® excluder® aaa endoprosthesis (aorta extender) and two non-gore devices were implanted from the infrarenal to the flow divider of the trunk ipsilateral leg endoprosthesis. The physician stated that the overlap length was enough at the initial evar and it was confirmed there was no type iiia endoleak after a stiff wire was removed (when the initial evar completed), therefore it might be contributed to the type iiia endoleak after the initial procedure that the diameter of the aneurysm was large and the patient anatomy was severe tortuous.